Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving an error 1 message issue. This complaint was classified based on the customer care advocate (cca) documentation and the information obtained during a follow-up phone call to the patient on (B)(6) 2014. According to the patient, the error 1 issue began on (B)(6) 2014 at 6:30 pm. The patient reportedly was getting thirsty and recognized that his blood glucose reading may have been elevated. At the time of concern, the patient was unable to obtain a blood glucose reading on the subject meter but was able to test on another meter. Between 6 pm and 8 pm, the patient tested positive for ketones and took 22 units of humalog insulin based on the reading of ¿486 mg/dl.¿ the patient indicated that had he been able to test earlier when he began to experience the error 1 issue, there would not have been any delay in treatment. During troubleshooting, the error 1 issue was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient tested positive for ketones and required insulin treatment for a blood glucose reading of ¿486 mg/dl¿ after the error 1 issue began.